Event description:
Pt was in the or having a laparoscopy, gastric restrictive procedure with gastric bypass and roux en y gastroenterostomy done. At the end of the procedure, it was noted that the 15mm port had fractured at the distal tip. Five small pieces were recovered. Surgeon explored abdomen further for more pieces. The recovered pieces seemed to reconstruct the defect.